Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the circumstances that led to the heating at the implant was the patient was trying to change programs. Programs 1, 2, and 3 all caused heating, noting that the only good program was 4. They wanted to test the other programs since they had been on program 4 since the replacement battery was put in. They didn't know if the programs were tested at the time of the surgery. The patient was instructed to wait until the next day (after the surgery) to turn it on. It was noted that it was working so they left it on program 4. There were no steps taken to resolve the heating, yet. They had an appointment scheduled for (B)(6) 2017 to see their doctor. They were also supposed to see a manufacturer representative (rep) at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was getting heat from the implant. Since the day after the implant, on (B)(6) 2017, they would feel heat from the battery on programs 1 through 3. It was noted that they did not feel the heat on program 4. They were going to follow-up with a healthcare professional (hcp). There were no further complications reported or anticipated.